Event description:
It was reported that the customer had to take the battery out and put it back in. Issue occurred about a month ago. Customer indicated that it may have been a button error, but he does not think, so since he is familiar with those. Customer stated that the pump has been fine very since the issue occurred. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.